Manufacturer narrative:
The investigation determined that higher and lower than expected amon results were obtained when the customer processed a vitros lpv qc fluid using vitros amon lot 1018-0254-3410 and vitros amon lot 1018-0255-5852 on a vitros 5600 integrated system. The cause of the higher and lower than expected vitros amon results was an instrument related issue due to the use of cleaning solutions containing ammonia and bleach in the laboratory. Per vitros 5600 reference guide "how to clean the system" section: do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the system as it may cause erroneous results¿. It is recommended that 70% isopropyl alcohol-in-water is used to clean the system. Following removal of the ammonia and bleach-containing cleaning solutions from the laboratory, the replacement of cm/rt evaporation caps and cleaning of the microslide incubator, a post-service diagnostic precision test indicated acceptable performance of the vitros 5600 integrated system. Qc results following the successful diagnostic precision test were also within acceptable guidelines. (B)(4).

Event description:
The investigation determined that higher and lower than expected amon results were obtained when the customer processed a vitros lpv qc fluid using vitros amon lot 1018-0254-3410 and vitros amon lot 1018-0255-5852 on a vitros 5600 integrated system. Vitros lpv ii lot q8086, vitros amon lot 1018-0254-3410 result of 147.9 umol/l versus the crom result of 193.7 umol/l vitros lpv ii lot q8086, vitros amon lot 1018-0255-5852 results of 232.8, 67.1 and 243.2 umol/l versus the crom result of 193.7 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the higher and lower than expected results when processing a non-patient fluid. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).